Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was a device issue. Not opening of device.

Event description:
Medtronic received information that 2 ped3 pipeline did not open and a reflex and phenom catheter was damaged and had difficult navigation. The anatomy was quite tortuous including the arch which was type 3. There were lots of difficulty in getting access. The access was taken with neuron max and navien . The phenom catheter was taken on traxcess and was parked in middle cerebral artery (mca). The pipeline vantage 4.5x14 was taken but it didn¿t open in mid-portion at the bend. And anatomy was so tortuous that, with pull and push of pipeline delivery wire whole system was moving. Operator tried a lot, but nothing happened. The device was removed and pipeline vantage 4 x 16 was taken. The device went with difficulty and the device again was not opening at the bend and look twisted. The device was removed, and case was abandoned. The pipelines failed to open in the middle section. They were not positioned in bends. Less than 50% of the pipeline had been deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. No additional steps were required to open the pipelines. The pipelines were resheathed and removed from the patient with the mic rocatheter. There was no friction during delivery of the catheters. The catheters were flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery (ica) paraopthalmic region on left side.  The max diameter was 8mm and the neck diameter was 5mm. The distal landing zone was 3.8mm and 4.1mm. Vessel tortuosity was severe. The patient was undergoing aneurysm flow diverter embolization. The access vessel was the ica with a diameter of 4.1mm. Dual antiplatelet treatment was administered. Pru level was more than 140. No patient symptoms or complications were reported.  Ancillary devices: neuron max sheath, traxcess guidewire.

Manufacturer narrative:
Event related to regulatory report: 2029214-2022-01773. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.